Event description:
Revision surgery to correct open bite.

Manufacturer narrative:
Investigation on going.

Manufacturer narrative:
The investigation concluded that the devices did not malfunction and there was no deterioration in the characteristics of the performance, and as such the devices met specifications.the exact root cause could not be established.

Event description:
Revision surgery to correct open bite.